Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of image noise was confirmed. Upon inspection and testing, it was observed that a b30 scope communication error was received for the device. The device image yielded noise, however, the subject was recognizable. This is attributed to the breakage of the image sensor. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device image yielded noise and the subject was not visible. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Addendum nov 22, 2022: when exactly the customer reported event occurred is not known, but there was no patient involvement.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections. Event date is unknown. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not available. It is not known if the device was inspected prior to issue being noted.